Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that there were 8 channels with high impedance. It is unknown if any accident or trauma occurred. There is no product deficiency alleged. Re-implantation is planned but no date has been scheduled.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. Other mechanical damages found during investigation are attributable to the removal surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
It was reported that there were 8 channels with high impedance. There is no report of any accident or trauma. The loss of hearing was gradual.